Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. Section g4: PMA/510(k) number: p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates; (B)(6) 2025, through (B)(6) 2025. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted. The explant occurred because the patient experienced postoperative poor vision (20/60) and did not do well with the multifocal lens. The doctor decided to exchange it for a monofocal bausch and lomb intraocular lens. There was no patient injury. No further information was provided.